Event description:
The customer reported that the system had a channel 15 error and would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.